Manufacturer narrative:
The ICD is scheduled to be replaced. Once the device is explanted, it will be returned for laboratory analysis and this report will be updated once analysis is completed.

Manufacturer narrative:
Currently, this ICD has not been returned to boston scientific for analysis although our records indicate that it was explanted. No additional information has been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. Telemetry was able to be established and a memory download was performed without any issues. A review of the memory found that the device had been programmed off one day prior to the explant procedure. The device had reverted into safety mode on the day of explant due to several memory errors. Further review of the memory found that there were numerous memory errors that occurred between (B)(6) 2010. It had been previously reported that the patient with this device had undergone both an unrelated surgical procedure and radiation treatments during these dates which would account for the memory errors. The device was then reset and a capacitor reformation was performed. The reformation was successfully completed in 17.7 seconds. It is suspected that the trouble with completing the capacitor reformation in the field was most likely related to telemetry between the device and programmer as the device did not start to charge although the programmer had expected it had started. The ICD was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis determined that the interrogation difficulties experienced in the field were due to memory corruption caused by the radiation treatments the patient had undergone. Therapy was found to be available to the patient while this device was implanted as determined both through testing and field reports that sensing and pacing were observed on the electrogram.

Event description:
Boston scientific received information that during a patient follow up, difficulties were encountered when attempting to interrogate this implantable cardioverter defibrillator (ICD). Once the ICD was able to be interrogated, lead testing was then unable to be performed and the only measurements that were displayed were from (B)(6). The pacing rate and modes were able to be programmed and the ICD was still performing pacing and sensing as indicated on the programmer electrogram. A capacitor reformation was performed but was unable to be completed. The battery voltage was 2.57 volts with a charge time of 8.7 seconds. No warnings or alerts were displayed on the programmer. This patient has undergone several medical procedures, including radiation therapy, for unrelated illnesses. No adverse patient effects were reported.

Event description:
Additional information was later reported that this ICD was explanted and successfully replaced. The leads were checked during the procedure and no clear fracture was found but the impedance measurement had increased on the competitor's right ventricular (rv) lead. The rv lead was replaced with another competitor's lead. No additional adverse patient effects were reported during the replacement procedure. The ICD was subsequently returned for laboratory analysis.